Event description:
While performing a navigational bronchoscopy in surgery, a piece of plastic was noticed on the forceps after the biopsy. The angle was adjusted, and no further plastic was found in the following biopsies. This was the second time this had occurred with the same provider performing the task. The company rep was notified and determined that there are a series of sensors running the length of the extended working channel which allows for continuous guidance, even after the locatable guide is removed. If the structural integrity of the ewc (extended working channel) is compromised, the fibers can shear off of the lumen of the catheter. It was determined that it can occur with the 180° catheter curve, meaning that the ewc is more prone to kinking which can damage the lining, loosening and splintering the fibers. When a pair of biopsy forceps are passed through a kinked ewc, it can snag those fibers, dragging them out along with the specimen. It is further exacerbated during a "hard close" of the forceps and when navigating the tight turns of the apical segment. After the company rep shared these operator tips, there were no more fibers noted.